Manufacturer narrative:
Investigation included a review of user feedback and basic troubleshooting education. Investigation of this case revealed no confirmed device malfunction and no identifiable contributing factors from the available information. It was concluded that the event involved hypoglycemia of unclear cause with no device fault confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with the user stating ¿way too many lows,¿ and the cause was unclear. Symptoms included low blood glucose episodes consistent with hypoglycemia. Outcomes included user impact from hypoglycemic events without reported hospitalization or medical intervention.